Event description:
Repair center alleged the unit is alarming red light and that the heat exchanger is leaking. Per independent repair statement the unit was alarming or red light. Key failure was the heat exchanger was leaking. Additional malfunctions were the tie wraps were defective.